Manufacturer narrative:
According to the reporter, the device is not available for return. The investigation of this event is in progress. A follow-up report will be submitted upon completion of investigation.

Event description:
Reportedly, bent haptic was noticed after an intraocular lens implantation. The incision was enlarged to remove the lens and sutures were required. Another iol of the same model and diopter was successfully implanted.

Manufacturer narrative:
Additional information added to g1, g3, h2, h6, h10/11. The injector was not returned for evaluation. The lot history, trend analysis, risk analysis, and directions for use are considered acceptable with the product performing within anticipated rates. Based on the available information, user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have caused or contributed to the event.